Manufacturer narrative:
The investigation of optical signal issue, thrombocytopenia, and infection/sepsis has been completed. The impella device was not returned for evaluation. Optical signal issue: the data log shows several "pump position in aorta" alarms on (B)(6) 2025 without any observed abnormalities on the 5s optical signal parameters. Additionally, the rt log was closely reviewed regarding motor current and placement signal, with no abnormalities observed. According to the clinical notes, the patient was on ecpella support, and the position was verified during the false position in aorta alarm. There was insufficient clinical information to support if there was any patient condition information relative to false position alarm. The cause of the optical signal issue was not determined since product was not returned and data log was not sufficient to derive root cause. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. H6 health effect - clinical code 1942, health effect - impact code 4627, and medical device problem code 2993 were erroneously entered on the initial manufacturer device report number 1220648-2025-30154.

Event description:
It was reported that a patient on impella 5.5 had placement monitoring disabled on console due to consistent impella in aorta alarms. Impella placement confirmed in correct position with echo. In addition the providers questioning hiit. Purge solution transitioned to d5w w/bicarb & systemic anticoagulation transitioned to bival. The patients temperature increased over the past couple of days. Antibiotics & cooling administered. It was noted that the patient continued to improve clinically. The impella was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: infection/sepsis: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ thrombocytopenia: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿